Event description:
Incorrect isi mechnical and optical values were printed on the package insert. Comparison of values: incorrect isi value, mechanical: 1.01. Optical: 0.96, correct isi value: mechanical: 1.25, optical: 1.17. Isi values are used to adjust prothrombin time measures, which are clinically relevant to clotting time of blood. These clotting times are used with other clinical indicators to assess and/or adjust blood therapeutics, including thinners such as coumadin. The incorrect values of isi may lead to clotting time(s) adjustment lower (less time) than actual, thereby potentially indicating increase dosage of blood thinners. Regarding the malfunction, no such events have been reported to date for this.